Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and the jaws scissored. The hosp has reported no pt injury occurred.